Manufacturer narrative:
An on-site rep observed the system after the procedure and noticed the mixer failing and losing sync signal. The mixer creates a common sync signal to combine three video imaging streams into their own individual sync signals. The hdmi cable and one connect box was replaced and ruled out monitor failure.

Event description:
It was reported that image loss occurred for a few seconds during a procedure, from which the image then restored itself. There was no report of injury or other negative health consequence to any pt.